Event description:
This rv lead was explanted due to shock and pacing impedance out of range following extraction of the associated atrial lead. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.